Manufacturer narrative:
A malleable rod was received for evaluation. As examination of the device may not conclusively confirm or disprove the report of pain, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the patient experienced pain and discomfort. The device was removed and replaced with another manufacturer's product.

Event description:
According to the available information the malleable penile prosthesis was implanted on (B)(6) 2020 and removed/replaced on (B)(6) 2020 due to discomfort, pain. Additional information received indicated that the patient experienced discomfort, pain. A malleable rod was received for evaluation. As examination of the device may not conclusively confirm or disprove the report of pain quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.